Manufacturer narrative:
The investigation confirmed that higher than expected vitros tropi es results were obtained from two different patient samples when using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the events could not be determined. The investigation could not rule out inappropriate pre-analytical sample processing, or inadequate analyzer incubator cleaning as contributory factors to the events. The investigation found no evidence to indicate that the customer¿s vitros troponin I es reagents or vitros 5600 system were performing unexpectedly in association with the patient 1 results; however, the investigation was unable to rule these factors out for the results of patient 2.

Event description:
A customer complained that higher than expected vitros tropi es results were obtained from two different patient samples when using vitros tropi es reagent on a vitros 5600 integrated system. Patient 1, sample 1 vitros troponin I es result 1.24 ng/ml vs repeat test result <0.012 ng/ml. Patient 2, sample 1 vitros troponin I es result 1.94 ng/ml vs repeat test result <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It is unclear as to whether the results for both patients were reported to a clinician or not. There was no allegation of patient harm made as the result of these events. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).